Event description:
It was reported to philips that there was an issue with the low load fluoro selected and tube rotor problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by transferring patient to another device. The philips field service engineer (fse) analysed the system log file onsite and identified the x segment controller (xsc) errors. Upon further troubleshooting, fse inspected the system and identified flow switch of cooling module was defective. To resolve this issue, fse replaced cooling unit and returned to philips for further analysis. The cause of the cooling unit failure could not be conclusively determined by the supplier's part analysis, however the replacement of the cooling unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.